Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: b5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was repositioned but this did not resolve the problem. The lens was exchanged for a longer length lens and the problem resolved. The cause of the event was reported as unknown. Additional information: h3 - device evaluation: lens was returned in a micro-centrifuge vial, returned in moisture with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
H11 manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was exchanged for a longer length lens and the problem resolved. The cause of the event was reported as unknown.